Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient's tremor in her right hand returned on (B)(6) 2016. The patient programmer was used to check the implantable neurostimulator (ins) and it was confirmed that the device was on and ok. It was also noted that the patient was diagnosed with parkinson's and she experienced pain on the left side of her body, but it predated the implants.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.